Event description:
Low patient sodium results for 2 days. The following examples were provided: initial result 140 mmol/l, repeat 120 mmol/l, initial result 122 mmol/l, repeat 140 mmol/l, initial result 121 mmol/l repeat 139 mmol/l. Initial results were not reported. The field service representative determined there was a problem with the sodium electrode. The instrument was repaired.